Event description:
Boston scientific received information that during a device upgrade procedure, difficulty was encountered removing this chronic right ventricular lead from a competitor device header. Although the set screws appeared opened, the is-1 tip could not be removed. Lead measurements were within normal limits prior to this procedure. Despite the use of two different wrenches (models 6628 and wrench kit 6501), there was no success. Lubricating the set screw area did not prove successful. Visual observation revealed the conductor appeared twisted and there was insulation damage. A decision was made to cut and surgically abandon the pace/sense portion and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.